Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 2351.6750. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 2351.6750. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, keypad rear case, barrel clamp, iui bracket, tube/sleeve drivearm, carriage block assy, linear sensor, left/right handle & left/right iui connector, also replaced u4 on display board for dim segment. Adjusted split nut. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to the channel error(351.6750) of the customer stated problem. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: g2.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 2351.6750. There was no patient involvement.